Event description:
Customer reported meter result of 70 mg/dl on the inform system and 35 mg/dl lab result from the same blood draw. Customer reported on pt symptoms, treatment unknown. No adverse event reported. A request was made for the return of the system, replacement was sent.